Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a cause for the tissue injury could not be determined. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Patient had a pericardial effusion, low heartbeat and had been on an intra-aortic balloon pump (iabp) for several days prior to the procedure. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la) without issues. However, roughly 3-5 minutes after the sgc reached the la, the patient blood pressure decreased, and bradycardia occurred. Chest compressions were performed, and adrenaline was administered, resulting in a clinically significant delay in the procedure. The patient was able to be stabilized; therefore, the physician decided to continue with the procedure. An ntw clip was inserted and grasping was performed at a2/p2. After the leaflets were grasped, regurgitation was observed on the proximal part of the clip. It was suspected that the clip had caused damage to leaflets; therefore, the clip was removed and replaced with an xtw clip. This clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.